Event description:
It was reported by the affiliate that when (1) atw35 device was used during a laparoscopic nephrectomy, the stapler would not fire completely resulting in bleeding from the incomplete staple line. The amount of bleeding is unknown. Another device was used to complete the case with no consequence to pt.